Event description:
A report was received that during a revision procedure the lead was displaying high impedances. The lead was replaced due to a visible macroscopic fracture.

Event description:
A report was received that during a revision procedure the lead was displaying high impedances. The lead was replaced due to a visible macroscopic fracture.

Manufacturer narrative:
The complaint was confirmed. Visual inspection showed that the lead was clean cut approximately 19 cm from the distal end. High resistance readings were registered at contacts # 2, 3 and 6. X-ray inspection of the lead revealed that three of the cables were completely broken at the cut location. Clean cut damages are typically caused by surgical tools.